Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that during their interstim trial they had a severe allergic reaction to several things. They had contact dermatitis, shingles, and infection. The patient stated it was partially the glue they used that caused the contact dermatitis. Patient was put on antibiotics right away and had the trial system removed on (B)(6) 2020. The patient has since had allergy testing done by their dermatologist and wanted to know what materials are in the interstim micro system prior to implant. Reviewed interstim micro and surescan lead materials and recommended patient discuss risks with physician prior to implant.